Event description:
This event occurred post open heart surgery, while in cticu. Customer reports losing augmentation. Balloon pressure waveform was also distorted. No deflation artifact was showing. Pump was exchanged. No further difficulty was experienced.